Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump. Reportedly, the customer was only able to successfully charge the pump with a specific wall outlet in their house. Customer¿s blood glucose value was 219 mg/dl.